Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues related to the nature of the complaint were found.

Event description:
It was reported to nevro that the patient developed an infection. The patient was given antibiotics and continues to use their device with effective pain relief.